Manufacturer narrative:
Patient with pre-existing wound pain underwent maggot therapy for wound debridement; developed wound pain during maggot therapy (an accepted and documented risk) and presented to the ER. According to the reporting nurse, the patient has dementia and the examining doctors were not convinced about the severity of her pain. Reportedly her pain was treatec only with acetaminophen, and when that did not control the pain, she was admitted to hospital. I was called at 5:am by the reporting nurse and asked it was too early (24 hours of use) to remove the maggots in order to relieve the pain. I responded that, whenever analgesics do not control the main, the maggots should be removed in order to end their stimulation of the nerves in the wound, and thereby terminate the pain. I noted that this is described in the package insert, and that it is never "too early" to remove the maggots, if the medical need suggests that they should be removed. I also agreed that acetominophen may have been too meager an attempt at pain control, in this case, but that the therapist should not waste time trying stronger pain medication at this point but rather terminate the pain I,immediately by removing the maggots. I asked the therapist to contact me if this did not relieve the problem. I called back shortly thereafter and left message and text to submit report and/or call me to ge the detailed information and follow-up.

Event description:
Patient undergoing maggot therapy was hospitalized for wound pain. I was called 5:am local time by nurse asking if it is ok to remove maggots early (<48 hrs) from patient having increased wound pain. Pt was receiving only tylenol for pain, showed up to the ER and was admitted for pain control. I responded: yes, remove the maggots to resolve pain, as described in the package insert. I called and texted later, asking that she complete an adverse event report and/or call me back to gather information for our report; but I have not yet received any follow-up.